Manufacturer narrative:
H 3 : evaluation summary: the device history record (DHR) files were reviewed for the possible lot number reported and no discrepancy was found according to the failure mode reported. Photos and one sample were received for evaluation. After performing a visual inspection, the separation of the purple connector can be observed. The reported condition was confirmed. A corrective and preventative action (CAPA) was opened to investigate and address the connector disassembly issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tube disconnected between the tube and the connection port prior to feeding when the health care provider was checking for nasogastric tube placement. Due to this the feeding was delayed and the tube had to be replaced. There was no harm to the patient.